Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that reported that the cause for the volume discrepancy was unknown. The physician stated the patient¿s pump would be checked at the next refill and then determine if a dye study was needed. No further complications were reported regarding the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company rep regarding a patient receiving an unknown drug via in trathecal infusion pump for spinal pain. It was reported that during the patient¿s refill 11 cc of medicine was aspirated, but only 2cc was expected. No symptoms were reported. The issue was resolved. No further complications were reported or anticipated.